Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were slightly exposed at the broken end, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Additionally, further inspection found multiple input disks broken. Hairline cracks were found on grip input shafts. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Isi followed up and obtained the following additional information from the biomedical engineer at the site. The reported event was first observed when the fenestrated bipolar forceps instrument was removed from the patient. The customer noted that the insulator cord had completely broken off, which resulted in there being a loss of cautery. Additionally, it was also noted that there could have been a possible instrument collision. There were no issues removing the fenestrated bipolar forceps through the cannula. There was no arcing or thermal damage that was observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) has received the fenestrated bipolar forceps; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps insulator cord was broken. The customer noted that the reported complaint could have possibly occurred due to interference from another instrument. The procedure was completing as planned with no reported injury.